Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006 explanted: (B)(6) 2021, product type: extension. Product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2021, product type: extension. Product ID: 3389s-40 ,lot# v010563, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot#: v003291, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 12-jul-2010, UDI#: (B)(4). Product ID: 748251, serial/lot #: (B)(4), ubd: 27-jan-2010, UDI#: (B)(4). Product ID: 3389s-40, serial/lot #: (B)(4), ubd: 31-mar-2009, UDI#: (B)(4). Product ID: 3389-40, serial/lot #: (B)(4), ubd: 06-feb-2010. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt she was not receiving adequate benefit and requested that her devices be explanted. Impedances were taken prior to explant and the right ins had impedances of c <(>&<)> 2 = 5,019 ohms and c <(>&<)> 3 = 7,087 ohms. The physician removed most of the extension but the extension connection to the lead remains implanted. The physician left the lead implanted as they thought it would be safer for the patient.